Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 407 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Customer changed the pump supplies and resumed insulin delivery.